Manufacturer narrative:
Product analysis : it was determined at analysis that the output connector, lower case and upper case were all broken. It was noted that the main seal and six case screws were contaminated and the display wire was pinched with the wire "insultation" exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator ( epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.